Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the first device was plugged in, it had an inadequate seal. The staff called for another one but what was sent up was the maryland which did work but not how they wanted. They eventually got the blunt tip ligasure which did work. They said it was happened before but this was the first time that they heard about it. There was regrasp alert and end tone heard. Another ligasure device was used and it worked fine. There was no patient injury.